Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the observed mechanical artifacts were indicative of a potential fracture, therefore electrode replacement was recommended. This electrode remains in service. No adverse patient effects were reported.